Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical review, the field service engineer (fse) verified z offset with test cuts. The fse observed surgery. No issues. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a near vertical gas breakthrough on a patients left eye during a lasik procedure. It was noted that while the surgeon was trying to lift the flap and noted it was very thin, "thicky", and difficult to lift. The flap was able to be lifted and treatment completed. Additional information received states that the patient is doing well postoperatively. During the one day postoperative visit an area of the flap was noted to be fragile.